Event description:
A (B)(6) year old man, presented to hospital with chest pain and underwent cardiac catheterization for a lesion located in the proximal ramus intermedius. During the procedure, intravascular ultrasound was performed using the tvc imaging system. Post removal of tvc system, an inflatable device was used on the lesion. Upon removal of the inflatable device, it was determined that the pt had a dissection in the distal ramus intermedius.

Manufacturer narrative:
Results from the infraredx investigation of the angiographic films as well as discussions with the attending physician suggest that the root cause of this event most more likely related to the first inflatable device. During this first inflation, the wire was retracted slightly causing the tip of the wire to reside in the tight bend of an artery that experiences a larger degree of contraction during each cardiac cycle.